Manufacturer narrative:
The lot number was provided. A review of the approved device history records indicated the lot met all release criteria. A lot history trending review was performed and there were no similar complaints for this lot number. The device was has not yet been returned for evaluation. The investigation is currently underway.

Event description:
It was reported that during stent-assisted coiling of a supraclinoid aneurysm, resistance was encountered while advancing the coil through the microcatheter after the stent had been implanted. During removal, the coil stretched and then detached at the hub of the microcatheter. Both segments of the coil were removed from the patient. There was no reported patient injury. The patient is reported to be stable.

Manufacturer narrative:
The device was returned to the manufacturer for analysis. A kink in the hypotube-gold connector junction was noted on the pusher. The coil appeared to be severed at the pet transition, and was noted to be stretched at the attachment zone, with a knot after the pet transition and stretched coil. The implant appeared deformed, kinked, damaged, and stretched at the distal section. Based on the investigation findings and available information, the report of a broken coil detachment was confirmed. The root cause could not be determined; however, the device exhibited evidence that it was subjected to forces that exceeded its strength specifications.